Event description:
It was reported that pump housing and usb were damaged. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact from technical support, and case was documented and closed without additional actions.